Event description:
Patient free t3 result of 7.99 p/ml, does not fit clinical picture. Sample was repeated using the same method gave 6.98 p/ml, and by another method giving 3.78 p/ml. If add'l info is received, appropriate notification will be provided.